Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, error and self tests. All operating currents were within specification, and the off no power alarm functioned properly. However, the device was unable to prime during the prime test due to a faulty force sensor. Unable to perform further functional tests due to the prime anomaly. In addition, the unit had a scratched display window, reservoir tube window and case, as well as a cracked reservoir tube lip.

Event description:
It was reported that the patient had been experiencing low blood glucose levels for nine days, and was recently hospitalized with a low blood glucose of 20 mg/dl. Troubleshooting was performed, and the insulin pump programming was correct. The reservoir volume was also accurate. The unit was not exposed to high magnetic fields. However, the spouse and patient were not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.